Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 377 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. Customer stated she had felt shaky at the time of the reading and also at the time of the call. Customer denied the need for medical attention at the time of the call. Customer stated she was eating candy in order to get her sugar back up. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 291 mg/dl and 292 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states her meter is reading high. Customer states her meter read 377 mg/dl fasting.